Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled the main board into a golden unit. Powered with an 805 error. Placed the epg in a freezer for an hour. Powered with an 805 error. Placed the epg in an oven at 70°c for an hour. Powered with an 805 error. Placed the epg in a freezer for an hour. Powered with an 805 error. Placed the epg in an oven at 70°c for an hour. Powered on with an 805 error. Unable to clear the 805 error. Reviewed the logs. Multiple 805, 802, and a lot of 301 errors. Conclusion: confirmed customer complaint of 805 errors. Error code 805. Suspected solder issue with the diestack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board (pcb) was out of specification. It was also indicated that a display wire was pinched and the insulation was breached. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an error when turned on. The epg was returned for service. There was no patient involvement.